Event description:
It was further stated by the patients physician that the patient was not able to demonstrate charging, which contradicts earlier statements. The cause of the issue was unknown, but stated to not be device related. It was unknown if the patient was charging effectively or receiving effective therapy.

Manufacturer narrative:
(B)(4) -(recharger/antenna issue).

Event description:
It was initially reported that the patient had issues recharging, specifically getting shaded coupling bars. It was stated that the patient was ¿robust¿ and that could be a contributing issue. The patient had been provided with all the literature brochures and dvd¿s for recharging but appeared to have difficulty understanding the directions. It was also reported that the patient was to have a revision the day of the report due to migration. It was later reported that same day that the patient had fallen which had led to the lead revision. New leads were placed. The date of the fall was unknown. The new leads and placement was good as well as impedances. The patient stated the device had been discharged as he had been having trouble charging. The history of that was unknown. The device was interrogated by a company representative and found to be active. The patient had tried to charge at the hospital but had zero bars but thought it would still charge. The patient was informed it would not charge if there was no coupling. It was stated that the battery may be deep. When the company representative left the hospital the stimulator was at 25% charged and flashing to 50%. The company representative had a call 5 hours later and the patient stated there still was not any coupling. The battery could be felt through the skin, but it was again stated that the patient was robust. It was stated that the recharger appeared to be functioning but a new one was requested to rule out a recharger issue. A recharger antenna was also requested. The patient was re-educated again as well as the family. Educational challenges with the family were noted. It was stated that after this, the device was charging. It was also stated that the stimulator was moved during the revision. The outcome was stated to be excellent. It was further stated the patient was able to demonstrate effective recharging. The device was in continuous mode. The cause of the recharging issue was stated to be compliance and understanding. A new antenna for recharging was sent on (B)(4) 2014. The patient did not have a phone in service but would be seen on (B)(6) 2014. It was further stated that an xray showed frank lead migration with a clinical loss of therapy. There was 50% or greater symptoms reduction. The cause was stated to be the fall. If additional information is reported, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(4) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(4) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).